Manufacturer narrative:
It was reported that the hl20 unit displayed the error message: runaway during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. A getinge field service technician (fst) was sent for investigation and repair. The motor control board and optical tacho board were replaced but the replacements have not solved the reported issue. The rpm motor found to be replaced. The affected part was not made available for further investigation at the manufacturer. However, a similar case was already investigated by the getinge life cycle engineering. A defect in the speedometer of the motor was determined as the root cause of the error message runaway. The review of the non-conformities has been performed on 2025-01-22 for the period of 2016-03-29 to 2025-01-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-03-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: runaway could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was onsite for further investigation. The fst replaced the motor control board and the optical tacho board. The repair is ongoing since the reported failure is not solved. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the hl20 single roller pump displayed the error message: ¿runaway¿ during routine checkup. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) will be sent onsite for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. This event occurred on the india market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI)number, primary di number has been used for base unit, hl20 with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.